Event description:
Reporter filing on behalf of his wife. He alleges on (B)(6) 2018 his wife experienced uncontrolled seizures that sent her to the emergency room and required hospitalization for about 2 weeks. These violent seizures caused her to have a heart attack. The seizures stopped when doctors turned the pump to the lowest rate. The doctors think the pump malfunctioned and most have over-delivered a bolus of morphine. His wife is scared to use the pump and even though it is still implanted the morphine has been replaced with normal saline. Reporter wants the FDA to look into these pumps as they can potentially cause serious adverse events.